Manufacturer narrative:
Additional information was received that indicated the applicable initial valve was b988774 and not b992519. Updated data: to reflect valve data for b988774. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was observed as a result of the native calcification. A balloon aortic valvuloplasty (bav) with a 28mm balloon was performed with no change to the moderate pvl. As a result, during the same procedure, a second 34mm bioprosthetic valve was implanted with observed mild pvl. No additional adverse patient effects were reported.